Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation, a patient experienced extremely blurry vision, visual disturbance and that the iol was displaced. The iol was exchanged approximately one month following the initial implantation. Additional information has been provided that in the surgeon's opinion the iol did not contribute to the event. The cause of the event was reported as unknown. The patient still with grade 2 corneal edema at 2 weeks postop.